Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the manufacturer representative uninstalled and reinstalled all system software at the request of the site. The system logs were not available.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the site had been using the system without issue since the reported event. The reported behavior was not currently replicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The system was not booting up. The system went to the "grub loader", but then restarted the boot process. It was noted the system made it to the app launcher one time, but would not boot. Technical services recommended to confirm if a cd was in the drive. No complications were reported/anticipated.